Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery to support the 62 year old male patient who had been admitted in with acute decompensated chronic cardiomyopathy, presenting in scai stage e shock. Underlying medical history was not shared. The cp was supporting when on day of pump insertion the team observed the urine in the foley to be dark/red. The team performed echo imaging and saw the pump to be malpositioned at 7.7cm, and so they repositioned to 3.6cm. The team performed a urinalysis and the patient was noted to be anuric. To date no treatment for the anuria has been shared. The team was able to clarify the anuria has been treated by placing the patient on crrt dialysis. Hemolysis can be influenced by potential device malposition. The cp pump device was functioning as expected, p-9 with 3.6l/min flow with d5w with sodium bicarbonate in the purge solution. After 2 days of support the team made decision to remove the cp and escalate to the impella 5.5 pump. The 5.5 pump supports while they await a heart for transplant.